Manufacturer narrative:
E1: (B)(6) hospital. The subject device was returned to an olympus repair center for evaluation. The device evaluation found; the forceps raiser wire (knob wire) was damaged, nozzle had adhesive peeling, bending angle in up direction did not meet the standard value, the angle wires were stretched, and the connecting tube had a scratch. It was found that part of the insertion tube was caught and pinched-which deformed the insertion tube, the adhesives around objective lens had white-clouded area, the insertion tube and the resin area became deteriorated, and the protector of universal cord on scope connector side had a scratch. In addition the device evaluation found that the universal cord and image guide protector had a scratch, the adhesive peeled off or was cracked, the paint on suction cylinder was peeled, due to damage on forceps elevator the forceps lever did not move smoothly, adhesive on a-rubber (bending section cover) had a chip and a crack, and the play of up and down knob was out of the standard value. It was found that the switch 1 had a scratch and the light guide lens was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the adhesive peeling on the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed adhesive peeling from the nozzle tip could not be determined, however, the issue was likely the result of repetitive use stress, user handling/mishandling and or external factors. The event may be detected/prevented by following the instructions for use section below: chapter 3 preparation and inspection 3.3 endoscope inspection olympus will continue to monitor field performance for this device.